Event description:
Caller reported experiencing a cartridge alarm 30, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl, remaining below this threshold. The lowest blood glucose level reported earlier in the day was 55 mg/dl, for which the customer consumed carbohydrates as a treatment action. Support confirmed that the control-iq feature was active, recommended consulting with a healthcare professional, and resolved the cartridge alarm issue successfully, allowing the customer to resume insulin therapy.